Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient's implantable neurostimulator (ins) was explanted on (B)(6), 2012. It was noted that the ins was easily removed and that the surgeon determined that the leads should be left in place. The patient was then implanted with an intrathecal pump during the same surgical procedure. The patient outcome was reported as non-serious injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Event description:
It was additionally reported that the patient experienced no stimulation sensation. The patient's system was "never effective"; only about 20% effective. The patient had the device explanted. Follow-up information from the patient's healthcare provider (hcp) indicated that the hcp had not seen the patient since (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that in 2012 the doctor couldn't get all of the pieces of the lead out because tissue had grown around the lead, so lead remnants were left internalized.

Event description:
It was reported that the patient last felt stimulation yesterday. The recharger was fully charged but the patient could not get any shaded coupling bars. The patient thought her ins was flipped again (see MFR. Rep. # 3004209178-2012-07550). The patient stated she saw an hcp who told her he couldn't help and that she should go back to her original implanting physician to consider a pump implant. It was noted that when the patient first had the ins her pain relief was 70%, but as her condition had progressed it was now 30-40% relief. Additional information has been requested, but was not available as of the date of this report.